Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella rp flex being attached to an automated impella controller (aic) for use in a patient admitted in with acute myocardial infarction/cardiogenic shock. When the pump was connected to the aic, the optical signal was not functioning appropriately so the pump was replaced. The impella rp flex was never inserted into the body, just connected to the aic. The device was still in plastic packaging when connected and had not been handled. Care was withdrawn and the patient expired.

Manufacturer narrative:
H.6 health effect - clinical code 4582 was incorrectly entered on the initial manufacturer device report number 1220648-2025-29890.